Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
Post-op patient alledged unspecified injuries.

Event description:
It was reported that the patient presented with pre-op diagnosis of neck pain. Patient underwent spine fusion surgery at c4-7 using rhbmp-2/acs, spacer and plate.